Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after tissue closure surgery on a knee scope, tissue separation was observed during follow up visit. The surgeon gave the patient steroids to reduce the inflammation.